Manufacturer narrative:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) was ruptured. There were no reports of patient injury. Multiple attempts to obtain additional information were made without success. A non-sterile mynx control vascular closure device 6/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that button 1 and button 2 were not depressed, the sealant remained in the manufactured position, and it was surrounded by the sealant sleeves, which were observed in manufactured condition without any anomalies or damages. No secondary damages or anomalies were observed with the returned device from the condition reported in this complaint. Additionally, the syringe and cordis procedural sheath were returned attached to the device. Per functional analysis, leak testing was performed on the balloon of the returned device, and it was revealed that balloon inflation could not be achieved. Nevertheless, the pressure indicator worked as intended. The internal mechanism of the device was inspected to verify any type of obstruction that could impede the inflation lumen of the device. The water pressure release was identified as expected in the device, and the opening of the barrel protection to inspect the barrel condition was performed. After no anomaly in the barrel was observed during magnified visual inspection, the inflation lumen was segmented to confirm if an obstruction was occurring in the barrel. Nevertheless, it was confirmed that an exit of water flow into the inflation lumen was noted. For the segmented sections, a cordis lab sample inflation device was used to test the water flow across these sections of the circuit. It was observed that a potential blockage condition could be located in the distal section of the inflation circuit, near the balloon. The segmentation of the distal portion where the water flow could not be confirmed continued, and a segmentation was performed near the proximal end of the balloon. The last segmentation was obtained before the balloon was tested after the sealant and the sealant sleeves were removed to visually confirm the functional test being executed. It was confirmed during this exercise that no water flow could be achieved; therefore, it was concluded that the obstruction experienced could be located in this portion of the inflation lumen. No obstruction was identified in the proximal end of the balloon as traces of a possible previous inflation process could be identified when the balloon was pressed, causing the exit of the water residues from that previous inflation attempt through the inflation lumen path. Visual inspection at high magnification of the seal in the proximal end of the barrel was executed to seek any anomaly that could led into the observed obstruction of the balloon inflation. Once an obstructed section could be identified, it was visually inspected with a high magnification equipment to identify any kind of obstruction. During this analysis, presence of particles were identified in the lumen obstructed that could be attributable to the possible obstruction observed in this segment. Additional analysis was performed in the sections that were not obstructed to confirm that the presence of these particles were only located in the obstructed section. It was concluded that the blockage located in the inflation lumen near to the balloon inflation entrance impeded the inflation function of the device. The particles observed in the blockage mentioned were analyzed in the microscopic analysis and this type of particle can be observed normally during the sedimentation of saline solutions used during the procedure. A product history record (phr) review of lot f2303801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon loss of pressure¿ could not be confirmed due to the condition of the returned device. The exact cause of the issue experienced by the customer and the obstructed inflation lumen could not be conclusively determined during analysis. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the issue experienced by the customer since a loss of pressure was not noted. However, the condition noted with the returned device of the obstructed inflation lumen was likely due to dried saline solution since the type of particles observed in the blockage are common during the sedimentation of a saline solution. According to the instructions for use (IFU) during the prepare balloon step, which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ neither the phr review nor the product analysis suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
The product history review is expected but has not been completed. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) was ruptured. There were no reports of patient injury. The device will be returned for evaluation.